Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was clarified as an air in line alarm was experienced during testing. The device was found out of specification in relation to the air in line alarms which were reproduced while running a loaded set and found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified condition where it "did not recognize" in the intensive care unit on (B)(6) 2017; no additional information regarding the reported condition was provided from the reporting facility. There was no patient injury or medical intervention associated with this event. No additional information is available.